Event description:
IV tubing set infusing dopamine; snapped while in pump below the blue neck when the IV pole was moved. Dopamine bag ran onto floor. Patient's bp remained stable while new dopamine infusion set up - no patient harm.====================== health professional's impression======================faulty tubing====================== manufacturer response for IV infusion set, infusion set check valve 3smartsite======================requested tubing be returned for analysis